Manufacturer narrative:
The facility declined to repair the bed and indicated the bed would be scrapped.

Event description:
Alleged the hi/low function will continue to run down after the hi/low down switch is released.